Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.based on the results of the investigation, it is likely the light guide (lg) lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion.the event can be detected by following the instructions for use which states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope.olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.